Event description:
Pt in the operating room, scheduled for a port placement. A bardport m.r.I hard base implantable port was used (ref# (B)(4), lot# rev10383). During the procedure, the surgeon was unable to thread the guidewire through the introducer needle. The guidewire became stuck in the introducer needle, would not advance and could not be removed from the needle. The device was removed. A new device obtained and the procedure was completed without problem. There were no adverse affects to the pt.